Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Manufacture dates: monitor: 12/28/2011, electrode belt: 11/20/2015.

Event description:
A distributor contacted zoll to report that an (B)(6) patient passed away on (B)(6) 2017 while wearing the lifevest. Prior to passing, the patient experienced a treatment event consisting of two shocks. The patient was reportedly at home and unconscious at the time of the event. The patient's wife was present and reported that she had pressed the response buttons. At 4:11:33, ventricular fibrillation (vf) was detected by the device. The response buttons were pressed from 4:11:33 to 4:15:59 and at 4:16:37. The patient was in vf at 4:23:33 when he received the first treatment. The post-shock rhythm was asystole with atrial activity. CPR artifact and intermittent cardiac activity was detected until the patient was treated for a second time at 4:31:31. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was asystole. Intermittent cardiac activity and motion artifact contributed to the false detection. The patient remained in asystole with intermittent cardiac activity until the electrode belt was disconnected at 5:05:13. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 12/28/2011, electrode belt: 11/20/2015.

Event description:
Additional information was received by zoll on (B)(6) 2017. The patient initially went into vf at 4:11:33 and was not treated until 4:23:33 due to the response button usage by the patient's wife. The delay in the treatment delivery caused by the patient's wife's response button usage may have caused a decline in the patient's health that lead to the patient's death. A distributor contacted zoll to report that an austrian patient passed away on (B)(6) 2017 while wearing the lifevest. Prior to passing, the patient experienced a treatment event consisting of two shocks. The patient was reportedly at home and unconscious at the time of the event. The patient's wife was present and reported that she had pressed the response buttons. At 4:11:33, ventricular fibrillation (vf) was detected by the device. The response buttons were pressed from 4:11:33 to 4:15:59 and at 4:16:37. The patient was in vf at 4:23:33 when he received the first treatment. The post-shock rhythm was asystole with atrial activity. CPR artifact and intermittent cardiac activity was detected until the patient was treated for a second time at 4:31:31. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was asystole. Intermittent cardiac activity and motion artifact contributed to the false detection. The patient remained in asystole with intermittent cardiac activity until the electrode belt was disconnected at 5:05:13. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.